Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps that was used for a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bowel was torn when taking a biopsy in the right colon. Three endoclips were used to close the defect. The complainant noted that the device was not labeled clearly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found the returned device was in good condition and no visual damage was noted. Functional inspection was performed by retroflex test and the jaws opened and closed as intended. The pin gauge, ring gauge and alignment of the jaws were measured to be within specifications. A labeling review was performed, and, from the information available, this device was used per the directions for use (dfu). Additionally, perforation is listed as a known potential complication associated with the use of the device. Therefore, the perforation reported is classified as a "known inherent risk of device". However, as there was no damage to or defect of the returned device, the probable cause for the reported event could not be established. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps that was used for a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bowel was torn when taking a biopsy in the right colon. Three endoclips were used to close the defect. The complainant noted that the device was not labeled clearly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.